Event description:
It was reported that the patient presented two weeks post implant complaining of chest pain. Imaging revealed pericardial effusion and cardiac tamponade. Lead perforation is suspected. Right ventricular sensing values decreased during the period. The patient expired suspected cause was cardiac tamponade. Futher information was requested and not yet made available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the lead was returned, analyzed, and no anomalies were found.